Event description:
Initial hba1c result on one patient sample of 9.1%. Same sample repeated on same analyzer, integra 800, recovered 8.9%. Sample sent to a reference laboratory and tested using hplc methodology, result was 6.0% and 6.6% when using this method. Sample has been provided for investigation. If additional information is received from the investigation, appropriate notification will be provided.